Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551504, expiration date 04/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.

Event description:
Customer reportedly received result of 124 mg/dl on the advantage system while using comfort curve test strips, and result of 274 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.